Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was the om of the lcx with moderate tortuosity, mild calcification and 90% stenosis. After pre-dilatation of the lesion with an nc voyager balloon catheter, the vision stent was advanced to the lesion and expanded; however, the stent delivery system (sds) balloon ruptured at 6 atm. The ruptured sds balloon was withdrawn and the stent was post-dilated with the nc voyager balloon catheter. When examined outside the vessel, a pin-hole rupture was confirmed on the distal part of the balloon. There were no reported pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Results and conclusions summation - product performance engineering reviewed the incident info. Several factors can contribute to pinhole balloon ruptures. In this instance, it appears that the product was prepared successfully for use, and was initially expanded up to 6 atm, which suggests that the pinhole may not have been present prior to use. The damage to the balloon may have occurred during the advancement of the sds to the target lesion or the damage may have been caused by interaction with accessory product or the stent implant. Ultimately, the cause is unk; however, there is no indication of a product deficiency.